Manufacturer narrative:
(B)(4). Title preliminary results about a novel technique of mesh positioning in the abdominal wall hernia repair source g chir volume 39, 2018 (223-226) article number: 4 date published: july-august 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, it showed the results of a different mesh positioning technique in the intraperitoneal onlay mesh mediated abdominal wall hernia repair using dual-mesh prosthesis defined ¿percutaneous technique positioning¿ instead of the classic positioning technique. For all surgical operation, a three-dimensional (3d) textile monofilament polyester (pet) mesh with bioabsorbable collagen film was used . Fixation device was also used. There were 18 postoperative complications which includes wound infection (5), hematoma (5), seroma (7) and recurrence (1).